Event description:
According to the information received, the device was unable to be retracted back into the 8f amplatzer torqvue delivery system to reposition the device. Additional information has been requested, including patient information, device size, procedural specifics and date of procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The 8f amplatzer torqvue delivery system (itv) was received at aga medical and decontaminated. A visual examination of the delivery system components (sheath, dilator and delivery cable) was performed, and no defects were observed. The sheath tip internal diameter was measured and was found to meet dimensional specifications. Using a test 8f itv loader and track tester, a test 18mm amplatzer septal occluder was retracted into the loader and attached to the returned sheath. The test device advanced from the loader into the sheath properly, and then advanced through the sheath and retracted into the sheath tip without difficulties. Our investigation was unable to reproduce the performance described. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests.